Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('essure found in wrong position in fallopian tube') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, multigravida and parity 4. In (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device expulsion ("linear metallic material in pelvis in the topography of the uterus"), headache ("cephalea"), menorrhagia ("heavy and prolonged menstruation with clots"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), dyspareunia ("pain during sexual intercourse") and anxiety ("anxiety"). The patient was treated with amitriptyline hydrochloride;chlordiazepoxide (limbitrol), analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, headache, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia and anxiety had not resolved. The reporter considered anxiety, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: linear metallic material in pelvisin the topography of the uterus. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('essure found in wrong position in fallopian tube') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, multigravida and parity 4. In (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device expulsion ("linear metallic material in pelvis in the topography of the uterus"), headache ("cephalea"), menorrhagia ("heavy and prolonged menstruation with clots"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), dyspareunia ("pain during sexual intercourse") and anxiety ("anxiety"). The patient was treated with amitriptyline hydrochloride;chlordiazepoxide (limbitrol), analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, headache, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia and anxiety had not resolved. The reporter considered anxiety, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: linear metallic material in pelvis in the topography of the uterus. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.